Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 72,745 joules during a prostate procedure. It was also reported that the fiber cap was observed to be damaged. The procedure was initiated with a different fiber which was reported under (reference MFR report number 2937094-2012-00839). The case was completed with a third fiber. There was no report of pt injury as a result of this event.

Manufacturer narrative:
(B)(4).